Event description:
It was reported that approximately two months following a vaginal sling procedure, the pt presented with an inflammatory reation at the abdominal skin site which appeared to cause break down and discharge of tissue. A culture was performed and no infection was identified. A biopsy was performed and was negative. The tissue was completely removed. Pt's incontinence has been corrected and they are currently doing fine. No further complications have been reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.